Event description:
Pt underwent metal-on-metal resurfacing and left total hip replacement in 2000 with custom flanged metal-on-metal acetabular component 54mm/porous, lot #618490 and metal-on-metal resurfacing femoral head, 48mm/porous, lot #618510. Pt sustained fracture of the stem of the femoral component requiring operative revision.